Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Were prescription steroids administered? Were antibiotics prescribed? If yes, please provide medication name, route and dose. Was medical or surgical intervention provided? If yes, please describe. Were there signs or symptoms of infection prior to the procedure? Were cultures performed? If yes, results? Was the loop on the device found to be missing when trying to use the device? Or did the loop break off the device during use? Trade name - irgacare active ingredient(s) triclosan dosage form suture/solid/parenteralstrength = 2360 g/m. Note: events reported in 2210968-2021-04978.

Event description:
It was reported that a patient underwent a gastric bypass procedure in (B)(6) 2021 and barbed suture was used. During the procedure the suture unraveled. Patient developed a sepsis. Additional information was requested.